Event description:
The company was informed that the patient has an ossified cochlea and the electrode array was not fully inserted. Surgery to revise the electrode placement will be scheduled. Advanced bionics is in the process of gathering more information. Once more information is received, a supplemental report will be submitted.